Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)/other") and migraine ("migraine headache"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea and migraine outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted, however results were not provided.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received : events- "migraines, pain" , reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.